Event description:
Patient was experiencing discomfort when the device was pacing the ventricle and was not capturing. The physician diagnosed a lead perforation. The physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.